Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a no device found error. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reports she is not able to charge her implant and getting no device found and she is in pain and using a heating pad since last night. Patient states she reset the controller like five times and her ins is empty and ins is red. The patient was asked to reset the controller. The patient plugged the controller into the wall and controller shows blinking green light at the top and to charge ins. The patient was asked to plug the rtm and place it over her implant and controller connected to implant and patient is getting the passive recharge screen. Meaning of passive recharge screen was reviewed and patient said she was getting that screen since last night. The process of the passive recharge screen was reviewed and recommend patient keep the rtm over the implant until the process is complete which could be over 30mins and ins will show the normal recharging screen. Patient was instructed to call back after the passive recharge process is complete if she had continued questions. No further complications were reported/anticipated. Additional information was received from a patient. It was reported that for the last week patient had been noticing that the rtm cord was getting "very hot", and when she tried to charge ins, she got passive recharge mode screens, but all the numbers across the bottom are 0. The device would not hold a charge. No further complications were reported.